Event description:
When the pod was removed, it was noticed that the cannula was bent and that there was blood in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.